Manufacturer narrative:
(B)(4). Expiration date 11/30/2023. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It as reported that the patient experienced a hypoglycemic event while using the dexcom g6 cgm system. The patient stated he underwent dialysis treatment (which dexcom considers off-label use) on (B)(6) 2022. The patient reported feeling very sleepy afterwards which he said was due to both the dialysis treatment and due to the fact that he had not slept well the night prior, so he went to sleep. Soon afterwards, the patient's father came home and heard an alert sounding from the patient's g6 receiver. The father went to check on the patient and saw that he was unconscious and his receiver was displaying low (less than 40 mg/dl). However, at the time of contact the patient stated that he did not recall hearing a low alert from his receiver before losing consciousness. The father also performed a fingerstick measurement which read 25 mg/dl. The patient's father tried waking the patient but the patient would not respond, so the father called for an ambulance. Paramedics arrived on site at approximately 8:00 pm; they performed an electrocardiogram (EKG) and treated the patient with glucose infusion, after which he regained consciousness. The patient was also treated with an unspecified amount of grape sugar. No further treatment or medical intervention was reported and the patient stated that he was doing well at the time of contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.